Event description:
It was reported that the patient presented to the emergency room after receiving potential inappropriate therapy. There was intermittent undersensing noted on the right atrial (ra) lead during episodes of monitored ventricular tachycardia (vt) and treated ventricular fibrillation (vf). The lead and implantable cardioverter defibrillator (ICD)&#1157;main in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.